Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 343, 398 and 367 mg/dl. The customer¿s expected fasting blood glucose test result range is 80-130 mg/dl. The customer is testing three to four times a day fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 208 mg/dl and 191 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/30/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 20-jan-2021: d1: corrected true metrix to true metrix air . H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-058 added : poor tech-inaccurate reference.